Manufacturer narrative:
Na

Event description:
During a laparoscopic cholecystectomy procedure, four visu-loc clip appliers were used. All four visu-loc clip appliers used in the procedure jammed, resulting in the procedure lasting approx 20 minutes. No harm was done to the pt. The four visu-loc clip appliers used in the procedure and their lot#, date of mfg and expiration date is given below: 00116348, mfg date: 03/17/2014, expiration date: 03/17/2017; 00116746, mfg date: 04/09/2014, expiration date: 04/09/2017; 00114162, mfg date: 10/16/2013, expiration date: 10/16/2016; 00114162, mfg date: 10/16/2013, expiration date: 10/16/2016.